Event description:
The customer reported the system displayed a kv error message and thereby failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was repaired and found to be operating as intended.